Event description:
The customer reported the workstation monitor was out of adjustment. The workstation lost images.

Manufacturer narrative:
The system was tested, found to be operating as intended, and released to the customer for use.